Manufacturer narrative:
(B)(4). Per the sales rep, the product will not be returned for analysis as he has examined the unit and found that the cause of the heat was improper loading of the attachment. Method: no testing methods performed. (B)(4)

Event description:
It was reported that ¿the scrub tech did not rotate the angled hand piece into the locked position which created the heat when used. No patient impact.¿ the device became too hot to use within 30 seconds.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.